Manufacturer narrative:
This report is submitted on april 3, 2020.

Event description:
Per the clinic, the patient experienced no sound with the device. Reprogramming attempts were made; however, the issue could not be resolved. The implant remains in-situ.

Manufacturer narrative:
This report is submitted on (B)(6) 2020.

Event description:
It was reported that the device was explanted on (B)(6) 2020 and the patient was re-implanted with a new device during the same surgery.